Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received multiple motor error alarms when attempting to rewind the insulin pump. Customer's blood glucose was 147 mg/dl at the time of incident. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump, but the alarm occurred during the fill cannula process. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and a confirmed e70 error alarm in the history file. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside the device and passed. The insulin pump passed rewind basic occlusion, prime and displacement tests. The insulin pump had cracked case at the display window corners, minor scratched lcd window and stained end cap sticker.